Event description:
Initial vancomycin result of 54.56 ug/ml. Same sample repeated four times gave values of 18.30 ug/ml, 17.80 ug/ml, 18.03 ug/ml, and 16.70 ug/ml. The initial result was not reported. If add'l info is rec'd, appropriate notification will be provided.